Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: ht whisper ms 0.014, guide catheter: 6fr, sheath: 6fr. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild calcification in the circumflex artery. Pre-dilatation was performed with a nc trek balloon catheter. A 2.25 x 23 mm xience xpedition was advanced without difficulties to the target lesion, but the stent could not be deployed. A new 2.25 x 23 mm xience xpedition was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The failure to deploy the stent was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.